Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, upon advancing the delivery catheter system (dcs) through the aortic arch, the dcs came into contact with the greater curvature side. Subsequently, a dissection occurred at the aortic arch due to the dcs, and the procedure was converted to a thoracotomy to address the dissection. Additional information was received to report the patient's aorta was tortuous and was hardened by advanced arteriosclerosis. The aortic arch had a distinctive shape, with no extension observed; even with the non-medtronic (boston scientific safari) guidewire, the dcs could not pass the arch. The ascending aorta was replaced and a surgical aortic valve was implanted. The surgery was successfully completed. It was noted the patient's rehabilitation also went well and the patient was discharged without issue.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, upon advancing the delivery catheter system (dcs) through the aortic arch, the dcs came into contact with the greater curvature side. Subsequently, a dissection occurred at the aortic arch due to the dcs, and the procedure was converted to a thoracotomy to address the dissection.